Event description:
It was reported that the patient underwent a bkp at an unknown lumbar level. During the procedure, a balloon ruptured when being inserted into the vertebral body. The surgeon filled the vertebral body with cement without purification and suction though and contrast media remained inside the treated level. The surgeon commented that it seemed to be a surgical technique error from "moving it too much". The surgical time was extended less than 15 minutes due to the incident. No fragments of the balloon remained inside the patient. No further incident was noted. Neither a change of vital signs nor a contrast media allergy was observed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.